Manufacturer narrative:
This report is submitted on august 03, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced chronic infections at the implant site, resulting in explantation of the device on (B)(6) 2017. The patient has no intention of being reimplanted.

Manufacturer narrative:
It was reported that prior to explantation of the device the patient was hospitalized and IV antibiotics were administered; however the issue could not be resolved.